Event description:
It was reported that burr became stuck in the lesion. The target lesion was located in the circumflex artery. A 1.50mm rotalink plus was selected for use. During procedure, the burr was entrapped in the calcified circumflex artery upon ablation. The burr was dislodged when the rotawire was retracted by the physician with strong tension applied. Rotablation was completed using the same device. Angioplasty and stenting were completed successfully. No patient complications were reported and patient's post-procedural status was fine.